Manufacturer narrative:
Investigation conclusion: retention and returned devices for the reported lot number were tested with clinical negative urine samples and qc cut-off standard (20 miu/ml hcg urine). Results were read at 3 minutes. Devices tested with negative urine samples correctly yielded negative results. Devices tested with qc cut-off standard correctly yielded positive results. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any abnormalities. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Review of the information provided found a deviation in testing technique. Case details indicate 2 full droppers of urine were dispensed into the test device. This cannot be ruled out as a potential root cause for the reported issue. Per the package insert:hold the pipette vertically and transfer 3 full drops of urine (approx. 100ul) to the specimen well (s) of the test cassette, and then start the timer. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Results pending completion of investigation.

Event description:
The customer reported that there were hcg readability issues x 3 with results of borderline, neither positive or negative. The customer only had specifics for one patient. The patient was scheduled for a medication abortion on (B)(6) 2019 depending on an ultrasound which was a positive result confirming pregnancy. No adverse events occurred, no treatment and no delay in treatment was based on the hcg result.